Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received high mg2 magnesium gen.2 results for several patient samples. Of the data provided for six patient samples, only the results for five samples were discrepant. Patient 1 initial result was 1.3 mmol/l and the automatic repeat result was 0.8 mmol/l. Patient 2 initial result was 1.30 mmol/l with a data flag and the repeat result was 0.84 mmol/l. Patient 3 initial result was 1.34 mmol/l with a data flag and the repeat result was 0.86 mmol/l. Patient 4 initial result was 1.37 mmol/l with a data flag and the repeat result was 0.86 mmol/l. Patient 5 initial result was 1.34 mmol/l with a data flag and the repeat result was 0.82 mmol/l. The initial results were reported outside the laboratory and were corrected. The patients were not adversely affected. The reagent lot number was 217772 with an expiration date of 10/31/2018. The field service representative found the gear pump connector was unplugged. He flushed all reagent and sample probes and checked for other loose connectors, but he found none. He adjusted the horizontal position of the sample probe and performed a verification run. Calibration and qc results were acceptable. Further investigation determined the issues found during the service visit were the most likely cause and were resolved by the service actions. No reagent issue was observed. As all extra wash cycles were installed correctly, reagent carry-over was excluded.